Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she had a problem yesterday when she was going to charge her implant. The patient reported that the ins shocked her. The patient reported that she went to the emergency room (ER) but she was told they couldn¿t do anything for her. The patient reported that at 1-2am this morning she noticed a big bruise, she couldn¿t sit and had to sit sideways and she had tremendous pain on the right side her leg. No further complications were reported.